Event description:
An am-8 drill bit broke during spine surgery with dr (B)(6). Dr (B)(6) immediately identified the issue and attempted to obtain the drill bit. An o-arm spin was conducted for better visualization and the drill bit was located and retrieved by dr. (B)(6). All members of the surgical team visualized the drill bit and determined that all parts matched, and it was complete. Drill bit was saved and brought to charge desk in a biohazard bag with a patient label.